Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The cause of the battery not fully charging was a broken yellow wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.

Event description:
A review of service data detected a reportable event. During servicing, battery (B) (4) was found to have a broken yellow wire running from the pca board to the battery cell. The last pt to use this battery did not report any deficiencies.